Event description:
It was reported that the remb sag saw overheated during testing at the user facility. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was discovered that the retention clip was missing from inside the handpiece. The retention clip holds the driver bearing in place, and could cause or contribute to the device showing overheating symptoms. Preventative maintenance was performed on the bearings and the device was returned to the user facility.